Event description:
Rptr used this 20g gelco to start an IV. The white button stayed pressed down when rptr pressed it and the needle did not retract. Played with it and finally the white button popped back up and the needle retracted. The IV flushed fine and gave no further problems.